Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl) with trace ketones. Reportedly, the customer delivered multiple bolus requests; however, the customer alleged that the boluses did not show up in the pump history. To address the bg level, the customer administered a manual injection. Tandem technical support educated the customer on the bolus features of the pump, and to confirm viewing the "splash screen" after a bolus is programmed. The contact acknowledged the information provided; however, was unable to verify if the splash screen had been observed and declined to provide further information on the reported event.